Event description:
The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, hardening, pain and deformation.

Event description:
Patient reported right side capsular contracture, baker grade iii, hardening, pain and deformation. The device will be explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.2, h.6.

Event description:
Healthcare professional additionally reported capsular contracture baker grade was IV and rupture.